Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. No blank display noted during testing. The test battery cap fits and removes properly during testing. No damage on the battery tube threads noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms (104) on (B)(6) 2026 at 15:20:00.000 and multiple failed batt/battery failed alarm (58) (B)(6) 2026 from 14:31:14.000 until 15:23:34.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Blank display not confirmed. Customer alleged not confirmed for threads of the battery cap in the battery compartment of the pump is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the threads in the battery compartment of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and functionality of the pump was affected due to the damage and it was found that the battery cap was loose and not locking in place, which resulted in the pump not turning on and displaying a blank screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.mmt-1884 was requested and the customer response was that the device will be returned.